Event description:
The device did not work. However, upon receipt of the complaint device it was noted that a portion of the ceramic tip had been broken off. Further communique with the affiliate states that the event took place during a shoulder repair. At this time it is not known if the broken fragment was retrieved from the patient, nor is there an opinion expressed by the surgeon as to the condition of the patient due to this event.